Manufacturer narrative:
The subject device was returned to omsc for evaluation. The exact cause could not be determined at present because the subject device is under the evaluation. The operation manual of maj-855 warns; failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each examination can compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each examination this instrument must undergo thorough manual cleaning followed by high-level disinfection or sterilization. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a gastroscopy procedure the user facility noticed that endoscopic staining solution used for the patient flowed back within the maj-855. The user facility also reported that the maj-855 had not been reprocessed after each use but once at the end of the day. Therefore the user facility concerned about possibility of an infection. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. 6 pieces of maj-855 were returned to omsc for evaluation. It was unknown which maj-855 was used for the reported event. The evaluation of the subject device by omsc confirmed following. There were water leaks around the one-way valves of the 5 pieces of maj-855. Gaps around the one-way valves of the 5 pieces of maj-855 were noted by x-ray examination. There were foreign materials within the tubes and the inside of the luer ports of the 6 pieces of maj-855. A componential analysis conducted for the foreign material and the analysis indicated the foreign material was composed of silicon the above foreign materials within the tubes and the inside of the luer ports could be caused due to insufficient reprocessing and inappropriate handling, because the user facility reported that the maj-855 had been reprocessed once at the end of the day. It is considered that the reported event could occur because the valve did not function due to residual foreign materials. The operation manual of maj-855 warns; should the slightest irregularity be suspected, do not use it. If the auxiliary water tube is damaged, replace it with new one.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".